Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette when removing the cassette after canceling pd treatment due to multiple volume error warning alarms during dwell 3 of 5. The patient attempted to clear the alarms by restarting the cycler but the alarm reappeared. It is unknown at which point in therapy the leak may have begun. The source of the leak is the cassette. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient's contact reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler but has not used it because they are continuing dialysis therapy at a nursing facility. The cassette used by the patient was left within the cycler and attempts will be made by the plant to retrieve the sample and return it to the manufacturer for sample evaluation. The reported cycler has been scheduled to be picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was no dried fluid within the cassette compartment and no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and during setup the cycler alarmed with balloon valve leak warning. The cycler underwent and passed a system air leak test, load cell verification check, and valve actuation test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found fluid/dried fluid in the hp 2 filter within the pump assembly of the cycler. The filter was replaced. Dried fluid was found within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A simulated treatment was repeated after replacing the filter and it was completed without failure. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.